Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, the staple line was incomplete distally. It stopped on the body of stomach. It could not fire on the stomach. It could fire to the central of the cartridge only. The surgeon tried to move out then changed the reload to complete the case. There was no patient injury.